Event description:
It was reported that a balloon rupture occurred. A 10/4.00 flextome cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured. However, it was further reported that all the components were completely removed and the balloon was simply pulled out from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable post procedure.